Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had jumped into the river and forgot to remove his pump. Customer's blood glucose was 95 mg/dl at the time of the incident. Customer stated that the pump display went blank immediately after the pump was exposed to moisture. Customer stated that he was using the reservoir attached to the infusion set to treat. Customer was advised not to use the set to deliver that way. Customer stated that he is monitoring himself and has had good blood glucose. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Moisture damage was also found on the motor. The pump also had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.